Manufacturer narrative:
Not yet returned to manufacturer.

Event description:
On july 27th 2017 the manufacturer was notified of the following event: a perceval valve size 23 mm was successfully implanted on (B)(6) 2017. Confirmed by physician of correct sizing and that all the controls had been performed. The patient showed a mild mitral insufficiency, which was not treated during this procedure. After 3 hrs, the patient was extubated in ICU and was in good condition. During the night of the (B)(6) after some hours in ICU, the patient experienced a pulmonary edema, the cardiologist performed an echo and the aortic valve was ok, with right systole and diastole phases. After 2 hours the patient had a cardiac arrest and the ICU staff performed a cardiac massage. The patient had a cardiogenic shock and was treated with ECMO until the morning of the (B)(6) and was then re-operated. The surgeon found that the perceval valve was dislocated from the annulus, but still perpendicular: it moved a few mm higher in the aortic bulb, so it showed a leak with a "mosaic jet". The perceval valve was explanted and a magna ease size 23 was implanted and the mitral insufficiency was treated with a mitral repair. The patient was in ICU and it appeared possible that the patient experienced permanent neurological disease. An update was received on august 1st of the following information: the patient passed away on (B)(6) 2017.

Manufacturer narrative:
An echo review was completed by an external reviewer. Review as follows: on (B)(6) 2017 ¿ angio ¿ significant left main and ostial lad/lcx coronary disease. Lvef 50% and trivial ao regurgitation. On (B)(6) 2017 ¿tte ¿ trace ai, cannot evaluate ao valve. Moderate mr and lvef 45-50% on (B)(6) 2017 9 am ¿tee ¿ bioprosth av with normal function and no ai. Mitral valve repair with ring, trivial mr. Near normal lv function (ef 45%) and normal rv function. At 3.30 pm- tte- lvef 45%, normal rv function. Cannot comment on aortic valve or regurg. Possible pericardial effusion/hematoma. On (B)(6) 2017 ¿ tte only 1 picture, cannot evaluate.

Manufacturer narrative:
Manufacturer was updated of the following event dates: date of implant: (B)(6) 2017. Date of explant: (B)(6) 2017.

Manufacturer narrative:
Updated data: review of the data filed in the device history record confirmed that the nitinol component of the returned valve satisfied all material, dimensional, and performance standards required for perceval 23/m - sn (B)(4) at the time of manufacture and release. Review of the images taken during the steady flow test confirmed that perceval valve (s/n(B)(4) ) met all functional inspectional criteria defined as per internal procedure. The visual inspections performed on the returned prosthesis confirmed the absence of manufacturing defects. X-ray analysis confirmed the inexistence of stent rupture. The echo review confirmed the normal function of the perceval valve after implant. Based on the performed analysis the reported event cannot be explained by any factor intrinsic in the involved device, according with the physician comment. As per perceval IFU precautions "patients with implanted perceval s valve may experience valve deformation when emergency cardiovascular procedures, such as cardiopulmonary resuscitation (CPR), are administered post-implant. In such cases, an echocardiographic exam post-procedure is recommended, in order to verify the preserved position and function of the valve." The root cause is unknown a this time, the physician stated that as per medical judgment the cardiac arrest appears to not be valve related, as evident from the echo image pre-arrest (no insufficiency of the perceval), they suspect that a severe arrhythmia occurred.